Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred before the incident. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised that the pump could continue to be used and to contact support again if the issue returned.